Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. A 3.00x12mm omega stent delivery system (sds) was being inserted when the shaft of the sds broke. The omega sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. A 3.00x12mm omega stent delivery system (sds) was being inserted when the shaft of the sds broke. The omega sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was a complete separation of the hypotube 20.5 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The reported broken shaft was confirmed; however, there was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).